Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an infection at pump the patient had his inflatable penile prosthesis (ipp) removed, antibiotic washout performed, and a spectra penile prosthesis (spp) cylinder was placed to save the left corpora cavity. The ipp was explanted and a new spp 18cmx12mm cylinder was implanted. The patient is in recovery and outcome was good. Should additional information be received a supplemental report will be filed.